Event description:
It was reported that after a recent pacemaker change out in (B)(6) 2010, the bipolar pacing impedance of the rv lead decreased, causing a "lead warning" that caused the device to automatically switch to unipolar pacing. It was also reported that, after the switch to unipolar pacing oversensing events noted in the ventricular heart rate (vhr) episodes. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.